Manufacturer narrative:
(B)(4). A batch review was conducted for lot number h14f24084 with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. As the sample was not returned, a complete device analysis cannot be performed. Should additional relevant information become available, a follow-up report will be submitted.

Event description:
It was reported that a system error 2240 (air in set/line) alarm occurred on a home choice (hc) device during initial drain. The patient was connected to the homechoice at the time of the alarm. The technical service representative (tsr) explained the alarm and assisted the patient in clearing the alarm and ending therapy and in ending therapy. The patient was to start therapy over with new supplies. There was nothing unusual found during the troubleshooting that could have caused or contributed to the reported event. There was no patient injury or medical intervention indicated at the time of the report. No additional information is available at this time.